Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone: (B)(6). The initial reporter email address was not available / provided. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the event was reported by a healthcare professional at a conference. The patient underwent a mechanical thrombectomy procedure targeting an occlusion in m2 segment of the middle cerebral artery (mca) with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown); the patient experienced vasospasm during the procedure. It was reported that the complaint device is not available for return. On (B)(6) 2022, additional information received indicated that the reported event did not result in a clinically significant delay in the procedure. Attempts to obtain other information related to the procedure and the reported device issue were unsuccessful as no further information was provided. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, we are closing this investigation. Vasospasm is a known potential complication associated with the use of the embotrap iii revascularization device in mechanical thrombectomy procedures. Since the severity of the event is unknown and the relationship of the embotrap device to the reported event cannot be excluded (i.e., the event occurred during procedural use of the device), the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported by a healthcare professional at a conference. The patient underwent a mechanical thrombectomy procedure targeting an occlusion in m2 segment of the middle cerebral artery (mca) with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown); the patient experienced vasospasm during the procedure. It was reported that the complaint device is not available for return. On (B)(6) 2022, information was received indicating that the reported event did not result in a clinically significant delay in the procedure. Attempts to obtain other information related to the procedure and the reported device issue were unsuccessful as no further information was provided.